Manufacturer narrative:
(B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an artifact on patient images. There was no report of misrepresentation as a result of the artifacts. The philips field service engineer (fse) went onsite to inspect the system. The fse visually inspected the collimator blades and observed a hairline superficial crack in part of the compensator. The fse replaced the internal compensator and performed calibrations to resolve the issue. The fse determined that the cracked compensator in the a-plane collimator was the cause for the image artifact. The philips fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use this issue has been determined not to be a reportable event.